Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is switching off automatically. Review of the device diagnostic log indicated flow sensor calibration data out of range or lookup table cannot be read, flow sensor mismatch, post timer/24v failure, inhalation autozero failure, and inhalation autozero solenoid cannot open. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse reported the main pcba was replaced to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.